Event description:
Reporter went to a physician for pain in right breast and discovered that their implant had ruptured. After an MRI, it was discovered that left breast implant was also ruptured. Reporter has no feeling in left breast so does not know when it ruptured. Will see a surgeon next week to discuss removal of both implants. They also have migraine headaches and arthrites and are concerned about the relationship of health problems to the ruptured implants.